Manufacturer narrative:
(B)(4). Approximate age of device ¿ 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was taken to the operating room on (B)(6) 2015 for a pump exchange due to unspecified reasons. During the procedure the surgeon observed that the outflow graft was kinked. The outflow graft was straightened and the pump parameters normalized. The pump was not exchanged. It was reported that the patient had gained weight and was very active prior to the procedure.

Manufacturer narrative:
No product was returned for evaluation. The report of a kinked outflow graft could not be confirmed. The account reported that the patient was taken to the or for a pump exchange when it was discovered that the outflow graft was kinked. After straightening the outflow graft by rotating the outflow graft hardware, all pump parameters returned to normal. The patient remained ongoing on vad-(B)(4) with no additional complaints until the patient expired unexpectedly at home on (B)(6)2016 (reported under medwatch MFR report # 2916596-2016-01903). A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.